Event description:
It was reported that there was no pacing while connected to a patient while using the patient cable. There was concern that the cable was not working properly. The cable was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the connector joint on the cable was broken. (B)(4).